Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was place too anteriorly at implant. Surgical intervention was performed and the lead was surgically abandoned and replaced without incident. The patient is not dependent on lv pacing therapy. No additional adverse patient effects were reported. Attempts to identify serial number of the lead were unsuccessful.